Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last basal and last bolus were delivered on the complaint date. The pump was suspended manually on the complaint date and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s basal program. Using test caps the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Normal and audio bolus were completed and recorded correctly. Unrelated to the complaint, corrosion was observed in the battery compartment and a battery compartment leak was found in a leak test. Pump casing was opened and no further evidence of moisture damages were found.